Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open wounds from the lifevest electrodes flipping over and scratching the patient's skin. The patient is a diabetic and reported that the wounds were not healing well. The patient was treating the irritation at home using neosporin and bandages. Follow-up indicated that the patient was still treating the condition. The patient reported that it would take a while for it to heal.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Supplemental report: a us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt unusable). Initial report: a us distributor reported that the patient had developed open wounds from the lifevest electrodes flipping over and scratching the patient's skin. The patient is a diabetic and reported that the wounds were not healing well. The patient was treating the irritation at home using neosporin and bandages. Follow-up indicated that the patient was still treating the condition. The patient reported that it would take a while for it to heal.